Event description:
The manufacturer received information alleging a ventilator was alarming for tidal volume issues. There was no harm or injury reported. During the evaluation of the device at a third party service center, the external flow sensor was cleaned to address the issues.